Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer periarticular locking plate distal lateral fibular plate, catalog #: 00235701704, lot#: 63041602. Complaint sample was evaluated and the reported event was confirmed. As returned, corrosion is noted on the plate. Dimension taken is with spec. Scanning electron microscopy (sem) analysis was completed on the returned product. Per the sem analysis: suspected corrosion debris was observed on the medial and distal sides of the bone plate around the screw hole. No active corrosion sites were observed in the area of the observed debris on the bone plate under sem analysis. Electron dispersive spectroscopy (eds) analysis and sem image analysis coupled with the high oxygen level of the debris around the screw hole on the medial side of the bone plate is consistent with a deposited corrosion product. Several pits were observed on the head of the screw. Eds and sem analysis of these pits indicated these pits are consistent with active corrosion sites. It is suspected that the corrosion debris observed on the bone plate originated from the active corrosion sites observed on the screw head. Device history record (DHR) was reviewed for the plate and no discrepancies were found. DHR review of the screw could not be performed as the lot number is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-02272. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during a plate removal procedure, while removing the plate from the patient, build-up similar to oxidization was found on the plate. Attempts have been made and additional information on the reported event is unavailable at this time.